Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported not connecting the patient extension line prior to priming which is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Furthermore, it instructs the user to connect the patient line extension to the patient line prior to priming. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 (resume error, critical error found) alarm occurred on a homechoice (hc) device during the initial drain. The homepatient (hp) was connected at the time of the alarm. Troubleshooting revealed that the patient extension line was not priming properly as it was not connected before priming. A technical service representative (tsr) reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of the investigation, or if additional relevant information becomes available, a supplemental report will be submitted.